Manufacturer narrative:
Device passed the displacement test. However, pump error 63 alarm (variable info=3) during self test and confirmed in the device history due cold solder joint on u1 keypad assembly. No frozen display anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that their insulin pump had frozen screen and hardware low level failure alarm. Customer was able to clear alarm and able to complete rewind the insulin pump. Customer performed displacement verification test and test was failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.